Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the manufacturer and/or the date of manufacture without the returned device or the lot number provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number a device history record review cannot be completed.

Event description:
During a maude database search (B)(6) was found: while doing a fixation in the right proximal metatarsal, the 2.5 mm drill bit from the small frag set broke. The broken piece showed up on a patient x-ray. Surgeon stated, "the drill bit strengthened the fixation." The broken drill bit was not removed.